Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced red heart alarms when he went from batteries to his power module. The patient was not symptomatic during the event. The alarms were unable to be reproduced in clinic. Interrogation of the system controller revealed 2 pump stoppages. The vad coordinator switched the patient from an epc to a pocket controller for diagnostic purposes. The patient experienced no driveline fault alarms after being on the pocket controller for approximately 1 hour. The epc system controller was put back on the patient and remains in use.

Manufacturer narrative:
The reported event could not be confirmed as the device remains in use and was not returned for evaluation. The patient remains ongoing on lvad support. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Weight: information was requested but not provided. The patient remains ongoing and continues on lvad support with the system controller. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.